Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The device reported here (modular sleeve {} plus 0mm 12/14 / 74222200) works in conjunction with the hemi head 42mm / 74122542 and is, therefore, considered a concomitant product. The mi head 42mm / 74122542 was already reported under report number: (B)(4) (our internal reference number: (B)(4)). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as non-valid. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference: (B)(4).

Event description:
It was reported that a revision hip surgery was performed on (B)(6) 2020 due to elevated hip effusion. Also, serum cobalt blood work report from showed elevated cobalt and chromium level. The modular metal head, the sleeve and the r3 metal liner were explanted. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.